Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of no of image occurred from communication failure caused by a defective cable unit. The specific root cause of the defective cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found the cable was critically kinked and twisted throughout with internal breakage attributing to a no image malfunction. Additionally, the coupler is worn at the stud bolts and the lens no longer holds on to the coupler. The camera head was serviced via repair on march 27, 2020. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus ((B)(4)) regional repair center was informed that a customer camera head was returned due to a report of "signal interference was noticed on the camera. Twists in the cable were noticed, which led to the camera being sent in. The error indication was loose contacts. No leaks were observed" during an unspecified procedure. Upon inspection and testing, the camera was observed to have a no image malfunction due to breakage to the cable unit. No patient injury or harm was reported to olympus.